Event description:
During a breast biopsy procedure the marker was placed in the probe in the normal way, but the tip seemed to break away. The plastic tip had to then be retrieved from the probe once it was removed from the patient. There were no adverse consequences to the patient.